Manufacturer narrative:
(B)(6). It is reported that the device is being returned for evaluation, but has not yet arrived. (B)(4).

Event description:
Allegedly there was a problem with the original fastener and the inner screw was pulled out along with inserter. Initial site was filled with outer screw. A new site was prepared and a back-up fastener was used. This occurred approximately 40 minutes into the surgical procedure and caused a 10 minute delay.

Manufacturer narrative:
Visual assessment of the device shows no damage. Missing from the device is the stay suture. Suture passer remains attached to the anchor and shaft. Device appears to have been used as there is human matter on the anchor and within the inserter. Functional assessment of the torque limiter was performed and was found to function as intended. During this test the inner plug was also found to function as intended. Anchor was easily removed from the inserter shaft. Reported complaint of inner screw pulling out cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).